Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: stent graft: improper placement and occlusion.

Event description:
The following was reported to gore: on (B)(6) 2019, a patient underwent treatment of a thoracic aortic aneurysm with gore® tag® conformable thoracic stent graft with active control system. Although the physician attempted to place the stent graft (tgmr373715j) just below the left common carotid artery, the stent graft moved distally (about 2mm) along the greater curve of aortic arch. The physician thought this might be attributable to calcification within the vessel. Since a small type I endoleak was confirmed, an additional stent graft (tgmr373710j) was placed but the stent graft partially covered the left common carotid artery unintentionally. No additional intervention was performed. The patient tolerated the procedure. Procedural fluoroscopy confirmed device apposition to the inner curve of the aortic arch for both devices. Ballooning was not performed due to calcification in the inner curve of the aortic arch.